Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive followed up and obtained additional information. The issue occurred was prior to starting after listening to the call. Site stated they needed all four arms. It was not confirmed if site was able to do the case robotically or not. Intuitive did receive a da vinci product involved with this complaint to perform failure analysis. In logs, the 32056 error was found, indicating axes controller arm (aca) in usm1 failed to initialize i2c device, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a patient fixture test platform (pftp) where the adaptive gain control (agc) current was found to be failing on the yaw axis, replicating the reported event. Once testing was completed, the yaw searchlight printed circuit assembly (pca) and yaw searchlight flat flex cable (ffc) were applied behavioral analysis tested and verified to be the source of the fault.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, there was a fault pointing to arm 1 with a message stating to disable the arm. The customer restarted the system several times with no success. The technical support engineer advised to disable the arm, but the customer stated that for this procedure, all 4 arms are required. There was no reported injury.